Event description:
It was reported intermittently the cine function was non operational. There were no reports of an injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and the general purpose operating system (gpos) were installed during the service call. The system was tested, found to be working as intended and returned to service.